Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, low sensing and high threshold were observed. The lead was explanted when an attempt to reposition the lead was unsuccessful.